Event description:
Upon investigation, the original complaint noted damaged ipc grommet. It was also observed with parser tool that the pump had a sticky pin problem as well. During internal investigation, ipc grommet and tubing were checked and had no physical damage to them. The fva and loading pins were taken out and some substance were on them confirming sticky pins. Fva and loading pins were cleaned off with 70% alcohol. Final acceptance test was conducted and passed. Pump was reverted back to manufacturing mode for functional testing. Functional testing for ipc and pin components had passed. Lip seals for fva and loading pins will be replaced during repair and run all functional testing.

Event description:
The following has been reported: biomed reported: "we have a pump with s/n: (B)(6) that has the red service needed indicator on. Patient harm: no. Stop during active infusion: no" an initial review of the device logs reveals the following: tubing set problem (damaged ipc grommet). An active infusion was delayed (per the logs); no adverse event was communicated. Reporting due to the referenced issue. Further information is needed to complete the investigation.